Event description:
A customer in the u.s. Reported a charred power harness at the power connection on their centrifuge. The customer discovered this while troubleshooting centrifuge error lights. The customer discovered this while troubleshooting centrifuge error lights. There were no reports of injury or impact to pt results as a result of this event.

Manufacturer narrative:
The customer replaced and discarded the circuit board and power harness and the centrifuge is operational. Replacement of these parts resolved the centrifuge error lights. There were no reports of burning smell, smoke, flames or sparks and the fire dept was not called. (B)(4).